Event description:
The olympus representative reported the insertion section on the visera cysto-nephro videoscope had an air leak. No patient injury reported. During the evaluation of the device, it was noted the forceps (instrument) channel port was scraped/shaved. This report is to capture the reportable malfunction of the forceps (instrument) channel port was scraped/shaved noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issue of the image issue was confirmed. Water tightness was not maintained due to breakage of the insertion tube due to external factors. The flexible tube of the insertion section was crushed due to external factors. The insertion tube had wrinkles due to external factors. The forceps could not be inserted smoothly into the forceps channel. The channel cleaning brush could not be inserted smoothly into the forceps channel. The bending section cover adhesive was missing. The universal cord was collapsed due to external factors. The plating of the video connector electrical contact was peeling due to external factors. Scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to stress, handling of the device, or some other factors. Olympus will continue to monitor field performance for this device.